Event description:
It was reported that during the procedure, the fiber burned. The procedure was completed with another fiber. There were no report of patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Microscope inspection found that the fiber connector had distorted light exiting the face, indicating an internal connector fracture and connector had burn marks. The reported allegations of the fiber overheat was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. It can also result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led to overheat causing burn marks. The fiber was used 11 times which is over the recommended 10 uses mentioned in the IFU. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. And, only after preparation and reprocessing within the limits of maximum 10 application cycles the lighttrail reusable laser fiber may be used again. Using the device beyond the allowed 10 application cycles is not permitted and can lead to unforeseeable risks for patient, operator and laser device. Based on the information available, the investigation conclusion code assigned was failure to follow instructions which indicates that problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported that during the procedure, the fiber burned. The procedure was completed with another fiber. There were no report of patient complications.